Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of two access sites in the right common femoral vein (rcfv) using a prostyle device after a cardiac ablation procedure using an 8.5f sheath. A prostyle device was used successfully at the first access site in the rcfv. Reportedly, a cuff miss occurred with a prostyle device at the second access site in the rcfv. The plunger was pushed in and withdrawn at a 45-degree angle as per the procedure, but the suture did not follow. A new prostyle device was used to achieve hemostasis at the second access site in the rcfv. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.